Event description:
Customer reported an overinfusion of heparin. At 4:40 pm, an infusion of heparin 25,000 units in 250 ml, rate 18.8 ml/hr was started. At 7:45 pm, the lvp alarmed infusion complete and the nurse noted the 250 ml bag was empty. The pt was monitored for signs of bleeding and ptt values obtained. No signs of bleeding noted, and the heparin infusion was restarted at 10:15 pm based on ptt results. No pt harm reported, no medical intervention required and no ill effects experience by the pt. One used IV set model 2420-0500, lot unk, heparin bag, associated pcu and lvp devices were rec'd for eval. Review of the pcu device logs showed that at 4:13 pm, the lvp was programmed to infuse heparin at 18.8 ml/hr with a vtbi of 245 ml. The infusion was started at 4:38 pm and infused at 18.8 ml/hr for 3 hrs and 43 mins. At 8:21, the device alarmed for air-in-line and the infusion was stopped, the alarm was silenced and the sys was turned off. The total volume infused was 69.892 ml. Testing of the IV set and devices was performed. The IV set and bag were visually inspected, no tears, holes or crush marks noted. Rate accuracy testing at 18.8 ml/hr was performed using the returned IV set and lvp. The results fell within specs of +/- 5% at -4.0%. Device passed all functional tests performed. No external or internal anomalies were noted on visual exam. All occluder springs were found to be intact and assembled properly. No device malfunction was identified.

Manufacturer narrative:
The reported overinfusion of heparin could not be confirmed, nor replicated during the investigation.